Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) was in the emergency symptomatic ventricular tachycardia (vt) below programmed treatment zone. The patient was externally cardioverted. Reprogramming changes done to address the issue. The device remains in service. No adverse patient effects reported.